Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation: customer returned (3) loose 3/10cc, 6mm syringes. Customer states that the location of end of stopper and zero point gradation are different each of syringes in a box. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch# 6291770. All inspections and challenges were performed per the applicable operations qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure and a root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the scale markings on a bd insulin syringe with bd ultra-fine¿ needle were incorrect. This was noticed before use and there was no report of injury or medical interventions.